Event description:
A us distributor returned monitor sn (B)(4) indicating that the response buttons were defective.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. As received, the front response button switch was missing. The cause of the defective response buttons is the missing switch. The root cause of the missing front response button switch is physical abuse. No adverse event resulted from the defective response button switches.